Manufacturer narrative:
.

Event description:
As part of a programming history review in the vns programming history database, it was identified by the manufacturer that system diagnostics resulted in high impedance on (B)(6) 2011. There were no subsequent diagnostic tests performed. The patient had generator replacement surgery (B)(6) 2012 due to normal end of service condition. The reported end of service allegation was duplicated in the product analysis laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Follow up with the patient treating neurologist who referred the patient for generator replacement revealed that high impedance was not detected any time prior to generator replacement. The patient is non-complaint with follow-up visits. The high impedance on (B)(6) 2011 was detected by another physician who was not the patient¿s treating physician. Follow up with the surgeon¿s office from the (B)(6) 2012 surgery revealed that operative notes confirmed that lead (system) and generator diagnostics were ¿okay¿ following device replacement. Therefore, the high impedance was not isolated to the lead.